Event description:
It was reported that during the device changeout, the right ventricular lead was found to have an insulation breach. The analyzer electrogram displayed some noise on the lead. The lead was repaired with medical adhesive and silicone wrap. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).